Manufacturer narrative:
It was reported that the c6 monitor charging cord was hot to the touch and melted. The devcie was returned for investigation. The monitor was inspected for general physical integrity and a melted charge port was identified. Melted residue from the usb-c charging cable was observed around the mouth of the port. No further functional test of the monitor was performed due to the extent of damage to the charging port. Further engineering evaluation could not be performed as the usb-c charging cord was not returned. Engineering evaluation was able to confirm the reported event of "monitor cord was melting and hot to the touch". There was clear evidence of heat damage to the charging port of the a10e monitor with melted cable residue. The most likely root cause is an electrical fault within the usb-c cable, allowing excess current to flow through to the monitor, resulting in a melted cable and charge port. This is a known failure mode and am&d philips is further investigating.

Event description:
It was reported on 10 june 2024, that the mcot c6 monitor charging cord melted and was hot to the touch while charging the monitor. There were no injuries reported. The patient discontinued service a day early and returned the device.